Event description:
Caller reported that a malfunction occurred on the pump. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by cts in resetting the pump and advised to use multiple daily injections (mdi) as a backup therapy. Cts arranged for a replacement pump to be sent, provided training information, and instructed the customer to return the malfunctioning pump using a prepaid shipping label. The caller understood and acknowledged all instructions.